Manufacturer narrative:
(B)(4). Batch # r93764. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap right hemicolectomy procedure, the silicon was detached from jaw. The patient was having malignant neoplasm of ascending colon. No patient consequence reported.